Event description:
It was reported that the stent delivery system was being loaded onto the guide wire and while attempting to flush the catheter, the stent began to deploy. This occurred while the stent was outside the anatomy. There was no patient injury. A different device was used in the procedure. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been receive; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.